Event description:
The daughter reported via phone call that the customer was hospitalized on (B)(6) 2015 for low blood glucose. The customer's blood glucose was 34 mg/dl at the time of admission. The caller also reported the customer has been hospitalized four times in the past 30 days due to fluctuating blood glucose. It was also found the customer was in a coma state prior to being hospitalized. The caller also reported there was 30-40 point differences between the customer's blood glucose. The caller declined to troubleshoot for the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.